Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl; with an unknown cause. The customer attempted to resolve the high by administering a manual injection. Additionally, the customer went to the emergency room (ER) where a saline drip was provided. The customer was released from the ER after 4 hours in stable condition and with a bg of approximately 175 mg/dl.